Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced shortness of breath while excercising. The pulse generator exhibited an inappropriate rate modulated response. Device replacement was planned.